Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The machine flow sensor was replaced. In addition, the following components were replaced due to tobacco contamination: system board, display board, blower assembly, blower cap, blower chassis, blower bellow, blower mounts, muffler, inlet side panel, outlet side panel, dual cup, base assembly, power supply, cooling fans, fan retainers, main housing rear, cover, vanity cover, display, diplsay retainers, front panel, usb connector cover, detach battery door, connection cover, internal battery door, tubing blower chassis, tubing fio2, tubing-low flow o2, and tubing system pca.